Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient needs service on his device as he is in the hospital and his device is not working at all. Clarification indicated that starting about a month prior the report, confirmed as (B)(6) of 2019, the patient can only feel vibrations if he was lying down. He started on 2 and went on up and was at 10 or 11 volts and feels no vibration. The patient indicated that it helps his pain if he can get it vibrating. The patient had previously met with manufacturer representative who would use their equipment to bring it up to where it was working, but it only lasted two weeks and then it would do it again. Additional information received from the patient on 2019-jun-11. It was reported that a representative found that two of their leads weren't working and they didn't know how this happened. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the leads not working was determined to be that two of the leads on the left hand side were disconnected. No steps had been taken at the time that the additional information was received to resolve the issue. There were no further complications reported.